Event description:
The customer called to report that she was treated by the paramedics due to low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer felt that the insulin pump was working fine, and declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.